Event description:
It was reported that the patient presented via remote transmission. Review of transmission revealed that the pacemaker exhibited failure to capture and under-sensing. No interventions were performed. The patient's condition was unknown.